Manufacturer narrative:
The reported event could not be confirmed from the information available as the device will not be returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that after a initial successful rotator cuff reconstruction it was post operative found that the anchors got loose. No harm for patient, operator or third party was reported. No further information received. Update 30-jul-2020 (B)(6): further information were provided that a revision was performed and the anchor was replaced with a new one.